Manufacturer narrative:
Additional information updated: h6: evaluation conclusion codes.

Event description:
It was reported that this inflatable penile prosthesis (ipp) stopped working, presented a left cylinder bulge at the base of the penis, and inflation issues in the same cylinder. Medical imaging was performed, and an extrusion of the proximal end of the left cylinder was noted, along with folds in the proximal and middle part of the same component. Additionally, it was identified that the reservoir was collapsed due to fluid loss. A revision surgery was suggested, and no additional patient complications were reported.

Event description:
It was reported that this inflatable penile prosthesis (ipp) stopped working, presented a left cylinder bulge at the base of the penis, and inflation issues in the same cylinder. Medical imaging was performed, and an extrusion of the proximal end of the left cylinder was noted, along with folds in the proximal and middle part of the same component. Additionally, it was identified that the reservoir was collapsed due to fluid loss. A revision surgery was suggested, and no additional patient complications were reported.